Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. On (B)(6) 2023 the patient presented with atypical chest pain for 1 month and visited the emergency room. The following information was provided: on (B)(6) 2023 at 0734: troponin result = 3,446.3 ng/l. On (B)(6) 2023 at 1216: troponin result = 3,498.3 ng/l. On (B)(6) 2023: EKG result = normal sinus rhythm and no st-t change. On (B)(6) 2023: echocardiogram result = normal left ventricle (lv) size, normal lv systolic function, left ventricular ejection fraction (lvef) = 61% by biplane method), no regional wall motion abnormalities (rwmas). On (B)(6) 2023: coronary angiogram (cag) result = normal coronary on (B)(6) 2023: troponin result = 3,587.9 ng/l. On (B)(6) 2023: cardiac magnetic resonance imaging (MRI) result = no evidence of myocarditis, lvef 57%, no rwmas. Neither myocardial edema nor scarring detected. On (B)(6) 2024: troponin result = 2,445.7 ng/l, on (B)(6) 2024: troponin result = 1,818.8 ng/l, on (B)(6) 2024: troponin result = 2,145.2 ng/l, on (B)(6) 2024: troponin t result = 5.29 ng/l. Additional laboratory data was provided for (B)(6) 2024: ck-mb = 1.1 ng/ml, hs-crp was < 0.4 mg/l, nt-probnp = 35.2 pg/ml. The patient has a history of old ischemic stroke diagnosed in 2015 and an osteoarthritis (oa) knee. The patient is currently taking the following medications: clopidogrel 75 mg/day, atorvastatin 40 mg/day, omeprazole 20 mg/day, gabapentin 100 mg/day, calciferol 20,000 unit/wk, calcium 1 g/d, atrodar 50 mg/day. The customer reported there was no reported harm to the patient as a result of the coronary angiogram or the cardiac MRI. No additional impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66345ud00. Device history record review for lot 66345ud00 did not identify any non-conformances, potential nonconformances, or deviations. The overall performance was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance, indicating that the lot is performing acceptably in the field. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I assay for lot 66345ud00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 (alinity I stat high sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. On (B)(6) 2023, the patient presented with atypical chest pain for 1 month and visited the emergency room. The following information was provided: on (B)(6) 2023, at 0734: troponin result = 3,446.3 ng/l. On (B)(6) 2023, at 1216: troponin result = 3,498.3 ng/l. On (B)(6) 2023: EKG result = normal sinus rhythm and no st-t change. On (B)(6) 2023: echocardiogram result = normal left ventricle (lv) size, normal lv systolic function, left ventricular ejection fraction (lvef) = 61% by biplane method), no regional wall motion abnormalities (rwmas). On (B)(6) 2023: coronary angiogram (cag) result = normal coronary. On (B)(6) 2023: troponin result = 3,587.9 ng/l. On (B)(6) 2023: cardiac magnetic resonance imaging (MRI) result = no evidence of myocarditis, lvef 57%, no rwmas. Neither myocardial edema nor scarring detected. On (B)(6) 2024: troponin result = 2,445.7 ng/l. On (B)(6) 2024: troponin result = 1,818.8 ng/l. On (B)(6) 2024: troponin result = 2,145.2 ng/l. On (B)(6) 2024: troponin t result = 5.29 ng/l. Additional laboratory data was provided for on (B)(6) 2024: ck-mb = 1.1 ng/ml, hs-crp was < 0.4 mg/l, nt-probnp = 35.2 pg/ml. The patient has a history of old ischemic stroke diagnosed in 2015 and an osteoarthritis (oa) knee. The patient is currently taking the following medications: clopidogrel 75 mg/day, atorvastatin 40 mg/day, omeprazole 20 mg/day, gabapentin 100 mg/day, calciferol 20,000 unit/wk, calcium 1 g/d, atrodar 50 mg/day. The customer reported there was no reported harm to the patient as a result of the coronary angiogram or the cardiac MRI. No additional impact to patient management was reported.